Event description:
At 2330, the pt had gone asystolic requiring compression, bagging, and pacing. Vasoactive drips utilized. At 2355, the pump with the 4 vasoactive drips shut down and would not restart. Another pump was retrieved and put in place.